Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication via an implantable pump for non-malignant pain. The company representative (rep) reported that the physician stated that he refilled a patient's pump yesterday and the patient was reporting that the pump was alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient had the low reservoir alarm after contacting the technical service. However, the patient was due for pump replacement since the pump hit the seven-year mark in (B)(6). They tried to meet up with the patient, but the patient did not show up.